Manufacturer narrative:
Zoll has not received the product for investigation. A supplemental report will be filed when the product is returned and investigation has been completed.

Event description:
During device first activation, a zoll (B)(6) representative reported that the autopulse platform (sn (B)(4)) displayed user advisory - ua12 (lifeband not present). No patient involvement.

Manufacturer narrative:
The reported complaints of a user advisory - ua12 (lifeband not present) error message on the autopulse platform (sn (B)(4) was confirmed during device power on and archive data review. The investigation findings revealed that the root cause of ua12 was due to two loose screws that holds the lever parallel to the belt clip switch. No physical damaged was observed during visual inspection. During archive data review, ua12 was observed. Thus, confirming the reported complaint. Initial functional testing could not be performed due to error message ua 12 (lifeband not present) displayed upon ap platform power on. Thus, confirming the reported complaint. To remedy the issue, the ap platform's belt clip switch was re-aligned by tightening the two screws. The ap platform was retested and passed all functional tests. The autopulse is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse platform with serial number (B)(4). (B)(4) reported on (B)(6) 2018 and to remedy the issue, the ap platform's belt clip switch was re-aligned by tightening the two screws.